Event description:
During elective sterilization procedure, an essure device was utilized and failed to deploy. Procedure was abandoned without injury to patient. Patient will need to be rescheduled for another procedure. Dates of use: single use device - 2009. Diagnosis or reason for use: elective sterilization.